Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found evidence of surface damage due to electrocautery and dried blood/body fluid around the helix as well as in the lead lumen. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgement and other reported observations.

Event description:
Boston scientific received information that this patient presented to their cardiologist complaining of diaphragmatic stimulation. Upon review loss of capture (loc) was observed on both the right atrial (ra) and right ventricular (rv) leads. The ra lead was found to have dislodged and exhibited high out-of-range pace impedance measurements; the rv lead was reported to be 'pointing up'. A revision procedure was performed at which time the ra lead was tested via pacing system analyzer (psa) and normal impedance measurements observed but upon connecting to the rv port of the device exhibited out-of-range measurements once more. The physician elected to explant and replace the patient's system with competitor product. No additional adverse patient effects were reported.